Event description:
It was reported by service report that the brakes at the head end of the bed do not set/hold. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Damaged internal locking mechanism inside caster.